Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced intermittent shocking at the implantable neurostimulator (ins) pocket site. Impedances were within normal limits and the shocking could not be reproduced in front of the MFR rep. Simulation coverage was on the appropriate areas.